Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had new pain and had fallen approximately six months ago, at the end of (B)(6). Patient fell trying to get into a vehicle. He states he fell on his right side and broke two bones in his foot/ankle. Patient is still recovering from two surgeries that he had to repair the broken foot/ankle. Patient states that he has been in rehab in the fall happened approximately six months ago. Patient states he has been in rehab since his scar finally healed and he was released from restriction. However, patient states he feels like since the fall, and since he has turned his stimulation back on that he is not getting as much slow back relief. Rapid test leads today impedance were within normal limits. Lead 0 to 7 did get little sensation in his slow back but lead eight through 15 rep was unable to get any stimulation and low back. Per (B)(6) nurse practitioner patient will be sent for imaging to check for lead placement. Patient has been using group c so no changes were made to that group. Group a and group b. Group a and group b small changes were made to push energy up into the low back. Patient to try all groups for approximately 7 to 10 days turning the stimulation up and down to comfort. Patient knowledge understanding and denied all their complaints at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024: product type lead product ID 977a260. Serial# (B)(6). Implanted:(B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the loss of stimulation and pain was unknown. It was also unknown what actions/interventions would be taken) to resolve the issue.

Event description:
Additional information has been received stating that rep has not seen patient for his follow up to get imaging result. Also mentioned that patient was given some adjustments to programming and he was to try those programs while waiting for imaging. They mentioned that its unknown whether the issue has been resolved as rep has not gotten results or an appointment date and time for imaging results for patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.